Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said the pw is not suctioning enough for patients output resulting in patient waking up wet. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks). Per additional information received via email on 18dec2025, patient has had an ileostomy for over 40 years. No medical treatment was needed other than over-the-counter medicine for excoriation from being wet. We are noticing an increase in urinary tract infections. The suction unit was moved from a night table (as seen on your video) level with the patient to the floor. There has been no real improvement. She continues to wake up with a wet attends (medium wetness to moderate amount of urine in attends) this is over an 8-hour period. Therefore, we are making frequent changes, about every 2 hours or so. We have not changed the unit out as of yet.

Event description:
It was reported that the patient said the pw is not suctioning enough for patients output resulting in patient waking up wet. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks). Per additional information received via email on 18dec2025, patient has had an ileostomy for over 40 years. No medical treatment was needed other than over-the-counter medicine for excoriation from being wet. We are noticing an increase in urinary tract infections. The suction unit was moved from a night table (as seen on your video) level with the patient to the floor. There has been no real improvement. She continues to wake up with a wet depends (medium wetness to moderate amount of urine in depends) this is over an 8-hour period. Therefore, we are making frequent changes, about every 2 hours or so. We have not changed the unit out as of yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.